Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was working out in the shop, and the infusion set's tubing got stuck and pulled out closer to the tubing connector. The site was, one on the left and the others on the right and the pump was hooked up with the belt on the right. The infusion was in use for one day. Reportedly, the infusions were stored in the dining room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.